Event description:
It was reported that a patient was not able to adjust his stimulation. The implantable neurostimulator (ins) was charged the day before the report. It was stated that while the stimulation was turned on, the patient had soreness in the legs for about a month. A month and a half later, it was reported the ins had been removed in (B)(6) 2012. The ins caused a lot of pain in patient's right leg which he had not had before. It was stated that "it was still causing him problems." Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient product ID, 3550-39 lot# n341391, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type accessory (B)(4).